Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the first implantable cardiac monitor (icm) transmission, asystole events were noted. It was determined that the device was undersensing. No information regarding reprogramming of the device was available. The device remains in use. No patient complications have been reported as a result of this event.